Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The root cause is unknown. Information regarding the correction of the condition is unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced four occurrences of downstream occlusion set alarms in set b, which interrupted delivery. These alarms may have been false alarms. "This occurred after the device was received by baxter while servicing. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.